Manufacturer narrative:
It was reported that, the pseudoaneurysm rupture was confirmed in the right hepatic artery (rha) at the upper end of bnc1008f. It was impossible to review suspected device's DHR, because it was not confirmed serial no. According to the physician's comment, because radiation therapy was carried out before stent implantation, the physician was not able to identify whether the hemorrhage was caused by radiotherapy or stent implantation. It is hard to find out exact root cause since the suspected device was not returned due to it was not removed from the patient and lack of the information (photo, etc). However, based on the physician's comment, it is possible that radiation therapy before stent implantation affected the patient's lesion. Also, although stent was used, bleeding was confirmed approximately two months after stent use, therefore, it is not clear whether the use of stent causes pseudoaneurysm rupture. This complaint is hard to identify the exact cause, but, it is assumed that it caused by radiation therapy, and the condition of patient's lesion. This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analysis.

Event description:
(B)(6) 2018, bnc1008f was applied to lower bile duct from porta hepatis. (B)(6) 2018 the pseudoaneurysm rupture was confirmed in the right hepatic artery (rha) at the upper end of bnc1008f. Date unknown. The physician performed an angiography and stopped bleeding by coil embolization. Because rebleeding was doubted later, the doctor carried out angiography, but there is no point of the bleeding. A follow-up observation was performed. Physician's comment: because radiation therapy (treatment period unknown, radiation dose unknown) was carried out before stent implantation, the physician was not able to identify whether the hemorrhage was caused by radiotherapy or stent implantation.